Event description:
The control solution in lot number (cn9la06) is normal control solution but is marked low on label. No adverse event reported. Infopia (B)(4) (MFR) replaced the incorrect labels with the correct labels.

Manufacturer narrative:
Infopia (B)(4) replaced the incorrect labels with the correct label. And infopia (B)(4) (distributor) an (B)(4) (supplier) inspect their customer who received the control solution mislabeled lot number and mail to them.